Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance. However, the nonconformance was identified as a cosmetic issue and product was replaced and released. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the pt complained of a burning sensation at the ipg site. The pt stated that it occurred randomly when the system was on and off. The pt met with the physician. It was reported that the physician recommended giving the ipg site more time to heal and then reevaluating the issue. No further info is available at this time. This report is being submitted as a precautionary measure as similar alleged events have led to the explant of the ipg.